Event description:
It was reported prior to using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was 10 devices that had an open seal and an unspecified number of needles had safety shield issues. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: investigation summary bd did not receive any samples or photos for investigation. Therefore, 30 retained samples were visually inspected for open or damaged packaging, damaged safety shields, and needle point integrity. All samples passed testing as the seals were complete with no damage to the packaging, safety shields were present with no evidence of damage, and there was no evidence of poor needle point integrity. Additionally, the 30 retain samples were subjected to sleeve function testing and all samples passed testing as there was no evidence of damage to the device or leakage during use. Furthermore, 10 of the retain samples were subjected to a test for lube coverage. All the samples passed testing exhibiting sufficient lube coverage on the IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: difficult/unable to operate and open package/seal. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was 10 devices that had an open seal and an unspecified number of needles had safety shield issues. No adverse impact was reported regarding the patient or user.